Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer received motor error alarm on their insulin pump. The customer's blood glucose level was reported to be 600mg/dl. It was reported that the customer was treated by the mother with insulin pen. It was reported that the customer was advised to monitor their blood glucose levels and seek medical assistance if it was unmanaged. It was reported that the customer would be contacted about replacing the pump. No further information provided.